Event description:
It was repaorted that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512b gasket tore. Another trocar was used to complete the case. There was no consequence to the pt.